Manufacturer narrative:
After battery installation, device powered up with a blank display due to signs of previous moisture presence and corrosion on electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Also the display window cover is missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started vibrating and now has turned off. The customer¿s blood glucose level was 297 mg/dl. The customer reported that the display was not blank less than 30 seconds and did not return. The customer was assisted with troubleshooting and customer reports display was blank currently. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. The customer reported that the insulin pump was exposed to water. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.